Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of loss of power to the controller was confirmed based on the information retrieved from the returned system controller (B)(4). The event log file captured multiple alarm conditions, including lvad off, low flow, and low power hazard alarms accompanied by elevated power (21w) and significantly reduced voltage levels (~5v) while connected to a power module. The returned power module serial number (B)(4) was functionally tested and was found to function as intended. A full functional test was performed and the power module passed all test steps. A specific root cause for the reported event was not able to be determined. During the investigation there was an incidental finding of a broken locking pin on the backup battery connector cable. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, under ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2022-00385, 2916596-2022-00386, 2916596-2022-00387, and 2916596-2022-01407. It was reported that the patient called their ventricular assist device (vad) coordinator stating that they had low flow alarms followed by a total loss of power, lights, and sounds on their system controller. The patient had been on battery power at the time of the event and was instructed to change out their system controller. This controller exchange did not resolve the issue, so the patient presented to the emergency room where their pump was found to still be off and without power. Upon this admission, their vad coordinator attempted to restart the pump with no resolution. The patient was then given a new modular cable and system controller, which resulted in a power rise to 20 watts with no readings of flow or speed. The system controller stopped working shortly after this exchange, due to the extreme rise in power, and did not respond to any buttons being pushed. The power module failed as well and displayed a red battery advisory. Technical services reviewed the log files and it appeared there was an issue found downstream of the redundant power lines in the driveline and both power line fuses, a and b, opened at the same time. This issue was indicative of an issue with the pump. The patient was tolerant to the pump being off, but was quickly brought into the operating room for a pump exchange.